Event description:
It was reported that shortly after implant the spinal cord stimulation was surging. Stimulation went low, then high, then low again and completed the cycle over again. Pt said each cycle lasted about 12-14 minutes.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.